Event description:
A patient in a study underwent a da vinci-assisted and jura system pancreatoduodenectomy procedure. Four days after surgery, the patient started to experience delayed gastric emptying/nausea/not eating enough. Two days later, a deep jejunal feeding tube was placed by gastroenterology; a dietitian was involved because of the delayed gastric emptying. The event is ongoing; the study investigator has clarified that the patient will go home with a feeding tube. The index procedure was completed without intraoperative complications, and no malfunctions were reported with the da vinci system, its instruments or accessories, or the jura system. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade iiia, possibly related to the patient's underlying disease status, but not related to the study procedure, not related to the jura system, and not related to the da vinci system.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 173 cm., body mass index (bmi) 26.3 kg/m2.